Event description:
It was reported that the gastrointestinal videoscope exhibited no image. The issue was identified at the time of inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black screen. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the reported no image issue is traced to component failure - from corrosion and damage on electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.